Manufacturer narrative:
H.3 eval summary. The device would not communicate due to low battery voltage. All telemetry, pacing, sensing and defib output functions were confirmed to be within specs, as well as the correct current drain. It was not determined what caused caused the device drain on the battery.

Event description:
During a routine follow up, communication could not be established. The ICD was explanted.